Event description:
A hemodialysis user facility has reported that a patient who has successfully dialyzed on a fresenius dialyzer for over a year complained of feeling short of breath and nauseous upon treatment initiation. Oxygen via nasal cannulae applied and after physician notification, the treatment was stopped. The clinic manager confirmed the priming procedure was followed. The patient's blood was not rinsed back and estimated blood loss is 150ccs. The patient's symptoms abated after hemodialysis treatment termination. There is no other known patient ill effect to the patient. The clinic manager states that many other patients have dialyzed on the same lot number of dialyzers as this patient and all with no issues. On (B)(6) 2012, the physician prescribed a dialyzer change to an alternative dialyzer and is doing well, with no complaints and in no apparent distress. There is no sample available for evaluation.